Manufacturer narrative:
At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was suspected to be dislodged into the right ventricle as it exhibited loss of sensing and ventricular stimulation. Dislodgement was confirmed via radio imaging test. A replacement procedure was planned to be performed. This lead remains in service. No adverse patient effects were reported.